Event description:
Failure to osseointegrate.

Manufacturer narrative:
Di # (B)(4). Due to technical difficulties with reporting software the manufacturer data in the initial submission and this submission is incorrect. The correct manufacturer data is as follows, (B)(6).

Event description:
Failure to osseointegrate.